Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to perform a complete pump reset, which resolved the error, allowing the sensor session to start successfully.